Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 04dec2018. A follow-up report will be submitted once the investigation has been completed.

Event description:
The caller reported that the display was blank, white with no text. No patient or user harm was reported. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 24dec2018. Date of manufacturer: 23dec2018. The customer¿s service technician verified the display was blank (white). The customer¿s service technician replaced the lcd which corrected the issue